Manufacturer narrative:
The reported event occurred while the patient was under anesthesia. The room was broken down and new supplies were set up causing a delay in start of procedure. Novo health services staff was made aware of the reported event and received re-training on inspection process. The root cause of the reported event could not be determined.

Event description:
User facility reported that a hair was found on a towel in a minor set up pack. The patient was in the operating room under anesthesia. Surgery was delayed.